Event description:
It was reported by the patient's wife that the patient had to have surgery because the lead became undone. Follow up with the clinic confirmed that the right atrial (ra) lead was dislodged. The lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).